Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event. Technical services (ts) reviewed the case and determined that the lead exhibited a loss of capture (loc), resulting in an eight-second period of asystole, leading to the patient's hospitalization. Subsequently, the patient underwent a revision surgery in which this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has been received for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event. Technical services (ts) reviewed the case and determined that the lead exhibited a loss of capture (loc), resulting in an eight-second period of asystole, leading to the patient's hospitalization. Subsequently, the patient underwent a revision surgery in which this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.